Manufacturer narrative:
The universal surgical manipulator (usm) was returned for error 32098. The reported problem was confirmed and replicated. The unit was tested on an in-house system in normal mode where it failed for error 32096, 32098, and 32100 all pointing to the acm. The unit was tested on a pftp where it failed fault check with error 32100 on the acm. A gold acm was installed and the usm passed all required testing. Aba was performed to determine that the root cause was the acm. The acm will be replaced. The probable root cause is attributed to electrical failures with acm board located within the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure the site experienced a recoverable fault and were unable to control either arm 2 or arm 4. Caller stated that the site attempted to reboot the system with no change. The technical support engineer (tse) was unable to view logs due to onsite not being connected. Tse requested caller connect onsite cable and the caller went into the room and informed tse that someone in the room was on the phone with tech support and ended the call. Tse viewed system status after the call and all of the arms were active. Tse then noted that arm2 faulted. The reporter contacted technical support and reported they were not able to control universal surgical manipulator (usm) 2. Tse walked the staff through a power cycle of the system and the usm2 was restored. The staff is requesting the field engineer (fe) follow up to verify system. Procedure was completed as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.